Event description:
The facility reported that a pump was involved in an incident of an overinfusion. A 250ml bag of heparin was set to be infused at a rate of 17ml/hr as a primary infusion. The infusion was started and approximately 6 hours later, the heparin bag was found to be empty. Reportedly, the pump was still displaying the rate of 17ml/hr. Heparin was held after the event. According to the facility's risk manager, no patient injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility's risk manager, details were not available regarding patient's demographics, diagnosis or status or set up of the pump.